Event description:
It was reported that during implant when the lead was attached tot he testing system, the capture threshold was normal. When the lead was then attached to the device, there was high capture threshold noted. The ICD was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported high capture threshold was not confirmed in the laboratory. The device was tested on the bench and our automated test equipment. Analysis found normal device functions and no anomaly were found.